Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. The product was discarded by the customer. An investigation has been initiated based upon the reported information.

Event description:
This is the second of 3 reports ( same user facility, same physician, similar products, similar product problem, different patients). It was reported that catheter was secured to the patient by running the catheter up the patient's back toward the shoulder. After the patient was brought to the intensive care unit (ICU) from the operating room (or), the patient was turned and the spinal drain tubing was found not properly secured to the patient. The tubing had a hole in it which was leaking cerebral spinal-fluid (csf) into the bed. Immediately, the tubing was clamped off and the "aps/angii pa" was called to bedside. The "aps" attempted to place another spinal drain but was unsuccessful with multiple attempts. Additional information was requested but the customer did not have any further information regarding this incident.